Event description:
The patient presented with an underlying rhythm of 30 pulses per minute (ppm) and intermittent pacing. Interrogation revealed an error message. With magnet, ventricular pacing was 91 ppm. A software download was attempted, and the pacemaker began vvi pacing at 68 ppm. Several minutes into the download, loss of output was noted. The patient went asystolic and began to seize. External pacing was used and the patient stabilized. The device was replaced.

Manufacturer narrative:
Na